Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve and one opening on anterior side assessed as surgical damage. ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ white particles in device inner surface are observed.

Event description:
Patient reported right side deflation and pain. Healthcare professional confirmed right side rupture. Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Patient reported right side deflation and pain. Device remains implanted.